Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("intense pelvic pain"), device dislocation ("there was an offset of medial marker of right essure") and cataract ("left eye cataract") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic periods"), abdominal pain lower ("abdomen was more and more swollen and painful, especially lower on the right"), abdominal distension ("abdomen was more and more swollen and painful, especially lower on the right"), cataract (seriousness criterion medically significant), tinnitus ("tinnitus on left ear more and more intense") and asthenia ("severe asthenia") and was found to have weight increased ("did not managed to stabilize her weight despite sport and healthy food"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy by vaginal route on (B)(6)2017. And otal hysterectomy with bilateral adnexectomy by vaginal route on (B)(6)2017.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, weight increased, abdominal pain lower, abdominal distension, cataract, tinnitus and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, asthenia, cataract, menorrhagia, pelvic pain, tinnitus and weight increased with essure. The reporter considered device dislocation to be related to essure. The reporter commented: patient reported that a few time after her left eye cataract surgery (myopia improvement), she had tinnitus on left ear more and more intense. Plain abdomen dated (B)(6)2011 to control essure: there was an offset of medial marker of right essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on(B)(6)2019: patient's age added. New event added: there was an offset of medial marker of right essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain") and cataract ("left eye cataract") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic periods"), weight increased ("did not managed to stabilize her weight despite sport and healthy food"), abdominal pain lower ("abdomen was more and more swollen and painful, especially lower on the right"), abdominal distension ("abdomen was more and more swollen and painful, especially lower on the right"), cataract (seriousness criterion medically significant), tinnitus ("tinnitus on left ear more and more intense") and asthenia ("severe asthenia"). The patient was treated with surgery (uterus and annex were resected). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, weight increased, abdominal pain lower, abdominal distension, cataract, tinnitus and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, asthenia, cataract, menorrhagia, pelvic pain, tinnitus and weight increased with essure. The reporter commented: patient reported that a few time after her left eye cataract surgery (myopia improvement), she had tinnitus on left ear more and more intense. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.